Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report sensor issues. Customer stated that while loading the serter the needle housing broke off and the sensor stayed on the platform. Customer stated that this happened twice. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Sensor was found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.